Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. X-ray performed post procedure noted that the right atrial (ra) lead had dislodged. The lead was explanted and replaced. The patient was in stable condition.